Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 54 mg/dl last night. The patient treated with orange juice, saltine crackers, and peanut butter. During troubleshooting the customer confirmed that insulin was dripping or squirting from the end of their set before connecting at their site. The customer may have also given herself too much insulin during the high blood glucose of 289 mg/dl that preceded the low; the customer gave herself a manual insulin injection of 10 units. Further troubleshooting was declined. The insulin pump was not returned for analysis.